Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Metallosis and pseudotumour reportedly noted during revision.